Event description:
Healthcare professional reported "puncture mark on the affected tissue expander (te) was observed for usage". Device was not implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: broken device.

Event description:
Healthcare professional reported "puncture mark on the affected tissue expander (te) was observed for usage". This is a minor event and not reportable to the FDA. Device was not implanted.

Manufacturer narrative:
The event of "puncture mark on the affected te was observed before usage¿ is minor in severity and not reportable to the FDA. Additional, corrected and/or changed data: b.5, h.6.